Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient underwent a routine transplant. There were no reported device issues that accelerated the patient on the transplant list. The pump was reported to be functioning as intended at the time of transplant with no abnormal pump parameters noted, and did not contribute to any worsening of the patient's heart failure. The device was retained by the hospital and not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was indicated for nonischemic cardiomyopathy, systolic/diastolic heart failure, and on-going heart failure symptoms with mild exertion. Thir transplant was not related to the device.